Event description:
Caller states pt was unconscious with blood glucose result of 91 mg/dl obtained on the inform system. A lab value of 33 mg/dl was obtained within 10 minutes of the result of 91 mg/dl; pt was treated with food based on the lab value. The following day the same pt returned with low blood glucose symptoms; a result of 267 mg/dl was obtained on the inform system, and a lab value of 70 mg/dl was obtained within 10 minutes. Requested return of suspect device, however the test strips have been discarded; replacement was sent.